Manufacturer narrative:
The customer¿s report that fluids were leaking at the port was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and the entire length of tubing. Visual inspection underneath a microscope observed a puncture hole/tear on the top of the piston of the set¿s distal smartsite. No other abnormalities were observed on the set during visual inspection. Functional testing confirmed a leak at the location of the puncture hole/tear on the set¿s distal smartsite. Pressure testing noted air bubbles leaking at the location of the puncture hole/tear on the set¿s smartsite. The cause of the leak was a puncture hole/tear on the top of the piston of the set¿s distal smartsite. The root cause of the piston puncture hole/tear is a manufacturing issue.

Event description:
It was reported that the patient called the nursing station stating that the IV fluids were leaking. Upon assessment, the rn found that the primary infusion of d5/nacl 0.45% 1000ml infusing at a rate of 20ml/hour, was leaking at the port. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the patient called the nursing station stating that the IV fluids were leaking. Upon assessment, the nurse found that the primary infusion of d5/nacl 0.45% 1000ml infusing at a rate of 20ml/hour was leaking at the port. The customer further stated that there were no adverse effects caused to the patient from the event.